Event description:
It was reported that the patient was hospitalized on (B)(6) 2010 secondary to "diabetic seizures." A family member recalled that she found the patient at home unconscious and attached to the pump, she immediately treated the patient with glucagon, she then tested the blood glucose at 73mg/dl or 78mg/dl (she cannot remember exactly), and called 911. She stated later that she found the patient's blood glucose monitor battery nearby and that the last reading on the monitor was 60mg/dl at 12:00am on (B)(6) 2010. The family member noted that the emergency personnel arrived and tested the blood glucose at 118mg/dl; the patient was transported to the hospital by ambulance. It was reported that the patient had suffered brain swelling from an unknown cause that resulted in one-sided brain injury confirmed by MRI, was placed on a ventilator on (B)(6) 2010, and died on (B)(6) 2010. The family member stated that the patient had been doing fine with her pump, there was no suggestion of pump malfunction, and there was no notable blood glucose excursion. She indicated that the "seizures were possibly not blood glucose related" but the cause of the seizures remained unknown. It was reported that the patient was not treated for a diabetic problem in the hospital; the first possible diagnosis was a drug overdose but the toxicology screen was negative; the second possible diagnosis was some kind of infection but that was ruled out as well. The possibility of a hypoglycemic event cannot be ruled out at this time.

Event description:
It was reported that revision surgery was performed due to an adverse reaction the the metal devices.